Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. The patient had experienced pain at the implant site. The pulse generator was revised. The patient was well during and after procedure with no further pain at the implant site.